Manufacturer narrative:
Further information was requested but yet not received.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2021. It was noted that the novel left ventricular lead was used but not installed due to an unknown cause. The patient's condition was unknown.

Manufacturer narrative:
The reported event was the lead was returned for unspecified issues. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.